Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise resulting in pacing inhibition with asystole greater than 2 seconds. The patient is pacemaker dependent and passed out during a hospital exercise test. Boston scientific technical services (ts) noted that the noise appears to be mechanical/myopotential in origin. The right atrial (ra) and right ventricular (rv) leads have been implanted since 1992 and ts suspects a lead/system malfunction. The sensing was programmed to 6 mv to avoid oversensing. No surgical intervention is planned at this point. The device and leads remain in service.